Event description:
The patient fell on her hip and head three days prior. She subsequently experienced a loss of stimulation. She could not adjust her stimulation and discovered that her device was off. Further information is being requested from the hcp.